Manufacturer narrative:
Device not returned.

Event description:
It was reported that resistance was felt when filling the cartridge during the load sequence. Reportedly, the customer was able to resolve the issue by applying more pressure. Additionally, it was reported that a minimum fill notification occurred after filling the cartridge with over 300 units of insulin. Reportedly, the cartridge was changed to address the issue. Customer's blood glucose was 150 mg/dl.